Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this is an addendum to the initial emdr submitted on 29-mar-2019. This supplemental emdr was submitted to report the provided date of event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per legal complaint: (B)(6) 2014- patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex . Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum as per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014 and xenmatrix ab surgical graft on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex . Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."